Event description:
A surgeon reported that about every tenth knife is blunt and is not correctly sharp. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. Unrelated processing abnormalities were found during the review. The associated lot was released based on the manufacturer's acceptance criteria. Because a sample was not returned and no evidence of related nonconformity could be found in the lot record review, the root cause for the defect "blunt knives" experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and dull cutting edges, are removed from the lot and scrapped. (B)(4).